Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver the full bolus requested. The customer's blood glucose (bg) level was 441 mg/dl customer administered a manual injection to address the high bg. Customer declined further troubleshooting. Reportedly, the customer continued to use the pump for insulin delivery.